Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 367- high mg/dl. Reportedly, the customer was filling the cartridge with cold insulin. A correction bolus was delivered and infusion set changed to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.